Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that, while in use on a patient, a ventilator generated an inoperable error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the power distribution printed circuit board (pcb) and power controller pcb. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a ventilator generated an inoperable error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue, however, was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.